Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer reported blood glucose value of 22 mmol/l. The customer reported symptom like feeling sick. The customer was visited to emergency room/ emergency medical service and then treated in hospital with intravenous insulin infusion. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was using auto mode feature at the time of the event. Troubleshooting was partially performed for keypad anomaly and it was unsure that pump has not been exposed to altitude change. Time does advance when display is observed. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), event date of 09-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 29.05 u and dailytotalofbolusinsulindelivered = 29.05 u which is equal to the dailytotalofallinsulindelivered = 46.1 u. On the related svn#: (B)(6), the formatted history file lists data from 04/14/2025 to 06/14/2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 20-mar-2025. There is no unexpected alarms/suspends recorded in the formatted history file on primary svn#: (B)(6), event date of 09-jun-2025. No under delivery anomaly noted. Pump received with intermittent button response on the select button. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (24.2 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked select, back, graph, up and down button keypad overlay. Unable to verify customer alleged for high bgs. Customer alleged for under delivery anomaly was not confirmed. Pump received with intermittent button response due to cracked select button keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.